Event description:
Spontaneous: direct call from pt with pump/cassette complaint. Pt stated that lately when he pumps get down to around 40mls left she gets high pressure alarm. Both pumps and issue is not consistent just around when cassette is below half full. Counseled on general trouble shooting for high pressure alarm and detecting blockage. Pt already tried replacing lines several times and inspected for blockage. Pt suspects maybe the cassettes are faulty. Informed pt that just in case we will ship 2 new pumps as well as replacement cassettes. We will also involve cnss for a possible in person visit. Counseled pt that if issue persists that she has to go to the ER to have IV line inspected. Pt confirmed that there has not been any therapy interruptions due to the complaint and that the pumps are infusing right now with no issues. Pump sn (B)(6) and (B)(6). Patient did not provide lot number for cassettes. No add'l info, details, or dates available, pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver. Reference report: mw5119180, mw5119182, mw5119183.